Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the patient died from septic shock and was hospitalized at the time of death. Further review of the manufacturer's database indicated the patient died approximately nine months post implantable pulse generator (ipg) replacement. The caller inquired what needed to be done with the pacemaker. There was no allegation on the products and multiple attempts at follow-up for event clarification were unsuccessful.